Event description:
Reportedly, the patient underwent surgery for a valve-in-valve procedure after an implant duration of approximately 8 years due to mitral stenosis and mild regurgitation. Original device information was unknown at time of reporting. On (B)(4) 2012, we learned that the device was a cep-29mm model 6900p. Per the customer's report: (B)(6) female patient with failing ce perimount 29mm mitral prosthesis 8 years after implantation. High grade mitral stenosis, peak gradient 38mmhg and mild regurgitation. Frequent cardiac decompensations and high surgical risk (euro score 43%) due to multiple comorbidities.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device will not be returned for evaluation because it remains implanted. Patient history and medications history were requested but not provided. The operative report was provided but is not in english and the preliminary translation indicates there is no additional information to identify the condition of the device or the patient. Through follow up, it was learned that the patient was hospitalized but stable. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. In this case, the surgeon chose to conduct a valve in valve procedure in an attempt to replace an existing mitral valve due to stenosis and regurgitation. After an implant duration of approximately 8 years, the stenosis most likely was caused by either calcification or host tissue overgrowth or a combination of both. The cause of the stenosis is unknown. Without return of the device for evaluation, we are unable to confirm the customer's report or determine the root cause for the stenosis. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.